Event description:
The customer called and reported receiving no delivery alarms on her insulin pump during manual priming. Customer changed the set and reservoir prior to calling. Customer's blood glucose was 114 mg/dl. It was not possible to troubleshoot at the time of the call. A reservoir occlusion was not ruled out. Customer was advised the reservoir would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.